Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the indicated phenomenon was a failure of the quantum board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: serial digital interface1 was not displaying; liquid crystal display (lcd) panel had stain and the screen had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high definition lcd monitor, serial digital interface1 was not displayed. The event occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.